Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported a tampon came apart upon removal. She experienced sharp pain in the ovarian area, burning feeling while urinating and discharge with tampon pieces. She was able to manually remove the remaining pieces.